Event description:
It was reported that, during a meniscus repair, three (3) fast-fix 360 t2 implant could not be deployed. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information: h6: medical device problem code. H3, h6: the reported devices were received for evaluation. A visual inspection revealed they were each returned in original packaging with the batch number of the complaint on the label, bio debris is present in devices. For device one, the t1 and t2 were not returned, a partial suture was returned, and the actuator is at the tip of the needle. For device two, the t1 and t2 were returned off the needle but attached to the suture that is still under the depth straw, and the actuator is in the pre-t2 position. For device three, the t1, t2, and suture were returned off the needle, and the actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned devices and found device one will not cycle and is stuck at the tip of the needle. Device two cycles as intended. Device three will cycle but attempts to stick at the tip and must be manipulated to return to the next deployment position. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.